Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging insulin pump was under delivering due basal settings might not delivering. The customer¿s blood glucose level was 175 mg/dl. Customer¿s other relevant blood glucose levels was in the range of 75 mg/dl to 110 mg/dl and over 200 mg/dl. Customer stated that they experienced high blood glucose level. The customer experienced symptoms such as headache and customer was uncomfortable. Customer performed self test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will be returned for analysis.